Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector port. Analysis also noted the lower case was cracked at the battery drawer, the keypad was damaged, the encoder assembly was contaminated, the key knobs were contaminated, the tube sleeve was missing, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector port. The epg was returned for service. There was no patient involvement.